Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. There was no adverse impact to the customer's blood glucose level. The customer did not load a new cartridge because they did not have any supplies. No additional patient or event information was available.